Manufacturer narrative:
The device was returned to zoll medical canada; the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device's activity logs indicate there were multiple occurrences of respiration impedance fault. Further review of the device's activity logs also indicate that the CPR to multifunctional cable adapter was used during the event. It's important to mention that the CPR to multifunctional cable used during the time of the event was not returned for evaluation as part of the investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the clinical and activity logs did not find evidence to support the reported event.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib pad short" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.